Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported trough patient's representative "calcified fibrous capsules", "removal of fibrous capsule" and "grade I-ii ptosis". This record is for the right side. Device was explanted and replaced. It is unknown if device will not be returned.